Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has attempted to contact the customer to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. Isi has received the green sureform 60 reload for investigation, but failure analysis of the returned product has not been completed. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted once failure analysis is completed or if additional information is received. A review of the advanced instrument logs for the sureform 60 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show that the first sureform 60 stapler instrument used in the procedure was installed on the system 4 times, and it fired 3 reloads (2 green, followed by 1 blue). On installs 1 and 2, the system failed to detect the reload color, and the user manually selected the green reload from the surgeon side console (ssc) touchpad in each case. On install 1, the first clamp was successful, and firing was completed with 2-3 pauses for compression. On install 2, the first clamp was also successful, and firing was completed with 1 pause for compression. On install 3, the first clamp was successful, and firing was completed with 1-2 pauses for compression. On install 4, with a green reload, there was a completed clamp. Following this, the emergency stop (e-stop) button was pressed by the user from the ssc. At the same time, the logs show that the grip release tool was detected as being used on this instrument. Due to pressing the e-stop button and the use of the grip release tool, the instrument was force expired by the system. This instrument was not used again. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon experienced three tissue pushout events with three sureform 60 reloads and two sureform 60 stapler instruments. During the first tissue pushout event with the blue sureform 60 reload, a hole was torn in the patient's stomach. The other 2 tissue pushout events involved a green sureform 60 reload and a black sureform 60 reload. There were also some loose staples from the tissue pushout event that were retrieved by the surgeon during the same procedure. The procedure was completed utilizing a third-party stapler. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event logged against a blue sureform 60 reload. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event logged against a black sureform 60 reload.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon experienced three tissue pushout events involving three sureform 60 reloads and two sureform 60 staplers instruments. The tissue pushouts occurred during the 3rd and 4th fires with the first stapler instrument, loaded with a blue sureform 60 reload and a green sureform 60 reload, respectively, and the 2nd fire attempt with the second stapler instrument, loaded with a black sureform 60 reload. During the first tissue pushout event with the blue reload, a hole was torn in the patient's stomach. There were also some loose staples which fell into the patient's tissue which was removed by the surgeon. The procedure was completed utilizing a third-party stapler, after a procedure delay of more than an hour. The procedure was completed robotically. Intuitive surgical, inc, (isi) made several follow-up attempts to obtain additional information, however, at the time of this report, no additional information has been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 03-feb-2023, intuitive surgical, inc (isi) received the green sureform 60 stapler reload associated with this complaint and completed the initial failure analysis (fa) investigation. The fa team replicated and confirmed the customer reported complaint concerning tissue pushout events, with the related primary failure of "exposed component." The reload was found to have the knife exposed within the knife track. In addition, the reload was disassembled in-house for inspection, and it was found to have damage to the cartridge along the knife track, as well as a damaged blade, with mechanical indentations exhibited. No material appeared to be missing. Further, the reload was observed to have one or more lodged, malformed staples bunched up in the location of the exposed knife. The probable root cause of these failures is typically attributed to mishandling/misuse; for example, the exposed component failure can be caused by firing across a staple line or other obstruction(s). The reload was not found to have a firing failure based on a log review. An advanced investigation was completed by a failure analysis engineer (fae) on 06-feb-2023. Per the investigation, the reload was found to have been partially fired, upon visual inspection. The blade and shuttle were located toward the center of the reload. The knife blade was angling to the right, pushing into the cartridge material and deforming it. The blade was removed and severe damage to the blade edge was observed. The side view of the blade showed multiple large indentations, indicative of firing across an obstruction. The shuttle was also removed from the cartridge, but it showed no obvious signs of damage. The inner cartridge was observed to have indentations toward the reload surface in multiple spots. There was a shearing type of damage along the inner knife slot at the surface, suggesting an obstruction (such as a staple) was dragged down the reload. The most severe damage was located where the knife had stopped progressing forward. This area of damage was a result of the knife blade angling in and catching on the reload material. Based on the damage to the knife blade and cartridge, it is likely that the reload was fired across a previous staple line. The staples likely pushed the knife blade to the right, catching on the cartridge material and eventually preventing forward progress of the knife to the end of the reload. It is possible that during the firing, the knife caught a previous staple line, dragging the tissue throughout the firing. On 03-feb-2023, isi also received the sureform 60 stapler instrument associated with this complaint and completed the initial failure analysis (fa) investigation. The instrument was placed on the in-house system, and an instrument failure occurred. Because the manual release was previously used on the device, a "do not reuse" error appeared; this was verified through a review of the system logs, which indicated that the emergency stop switch was pressed and caused a force expiration on the instrument. The force expiration was manually overwritten, and the stapler was tested in-house, where it initialized, clamped, fired with a green sureform 60 stapler reload, and unclamped without any issues, twice. Per a review of the logs, no firing failures were observed. Additional observations not reported by site: the housing was removed, and the instrument was found to have bearing corrosion. As a result, friction was observed when the instrument was manually rotated off of the system. A grinding friction was observed when the main tube was manually rotated. The probable root cause of this failure is attributed to transport/storage. An advanced investigation was completed by a failure analysis engineer (fae) on 06-feb-2023. The instrument was re-installed on an in-house system and was able to engage and initialize, clamp, fire, and unclamp successfully on multiple attempts, with smooth and intuitive motion. The housing was removed for visual inspection, and no obvious damage was observed. The main tube was manually rotated, and a grinding friction was observed. The grinding friction is very likely due to the corrosion that developed around the bearings within the housing. This corrosion likely developed after the procedure, during transit to isi. The I-beam was manually extended and retracted fully, with no issues. No lodged staples were found in the jaws nor when looking through the I-beam window. The I-beam sleeve was intact, with no damage. The tensioning of the steering inputs was normal, and no loose steering or drive cables were found. The stapler was able to pass all functional testing.